Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the pump was pushing on the patient¿s ribs. No diagnostic testing or troubleshooting was required. The patient was alive with no injury. The patient had discomfort under their ribs and redness. The symptoms were located at the device pocket. It was later reported that the issue was due to the pump moving in the pocket. Additional information received reported that the skin was thinning on the upper border of the pump. There was bruising over the pump site and pain at the pump site. The 40ml pump was replaced with a 20ml pump. The patient outcome was not known at the time of the report. The pump was infusing lioresal (baclofen). A follow-up report will be submitted if more information becomes available.